Event description:
It was reported that pump displayed malfunction code and issue recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement pump. Customer was instructed to use multiple daily injections as backup therapy,